Manufacturer narrative:
(B)(6).

Event description:
It was reported that the burr was stuck on the wire. The 90% stenosed target lesion was located in the mildly tortuous and severely calcified left anterior descending artery. A 1.75mm rotalink plus and a rotawire were selected for use. During procedure, it was noted that the burr was stuck on the wire and were removed together as a unit as they were not able to be separated inside the patient's body. The procedure was completed with another of the same device. No patient complications were reported and patient was good.

Event description:
It was reported that the burr was stuck on the wire. The 90% stenosed target lesion was located in the mildly tortuous and severely calcified left anterior descending artery. A 1.75mm rotalink plus and a rotawire were selected for use. During procedure, it was noted that the burr was stuck on the wire and were removed together as a unit as they were not able to be separated inside the patient's body. The procedure was completed with another of the same device. No patient complications were reported and patient was good.

Manufacturer narrative:
E1. Initial reporter address 1: (B)(6). Device evaluated by manufacturer: the device was returned for analysis. Returned product consisted of a rotablator device. The burr annulus was damaged, which indicates interaction with the guidewire; however, there was no rotawire returned. Functional testing was performed and a test rotawire was successfully advanced through the device.

Manufacturer narrative:
E1. Initial reporter address 1: (B)(6). Device evaluated by manufacturer: the device was returned for analysis. Returned product consisted of a rotablator device. The burr annulus was damaged, which indicates interaction with the guidewire; however, there was no rotawire returned. Functional testing was performed and a test rotawire was successfully advanced through the device.

Event description:
It was reported that the burr was stuck on the wire. The 90% stenosed target lesion was located in the mildly tortuous and severely calcified left anterior descending artery. A 1.75mm rotalink plus and a rotawire were selected for use. During procedure, it was noted that the burr was stuck on the wire and were removed together as a unit as they were not able to be separated inside the patient's body. The procedure was completed with another of the same device. No patient complications were reported and patient was good. It was further reported that the burr and rotawire got locked inside the guiding catheter and that rotawire separation occurred outside patient during removal attempt. Also, it was possible that the wire was damaged when the burr and rotawire got locked.